Event description:
Manufacturer reference number (B)(4).

Manufacturer narrative:
Getinge became aware of an issue with the one of our surgical light hanaulux 2001. As it was stated, the light had broken parts and two rust spots were identified on a spring arm and a fork. Presence of rust means that the continuity of paint surface was disturbed, in consequence it might lead to paint or rust particles detachment. There was no injury reported however we decided to report the issue based on the potential as any particles falling off into sterile field or during procedure may cause a contamination. It was established that when the event occurred, the surgical light did not meet its specification (broken parts, rust spots mentioned) and it contributed to the event. Upon the event occurrence the device was not being used for patient treatment. During the investigation it was found that in the past the reported scenario has never lead to serious injury or worse, to death. According to the pictures it is clear that the device received shocks. At the same time, it is a very old product. The most likely root cause of the issue is related to wrong maintenance of the device. We believe that all remaining devices are performing correctly in the market. We also believe that if the manufacturer recommendation would have been followed the incident could have been avoided. Given the circumstances and the fact that there is no apparent trend in complaints of this nature we shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Manufacturer narrative:
The issue is still being investigated by manufacturing site. There is correction of brand name included in brand name section. This is based on the result of an internal review, photo evidence added to the complaint revealed that brand name of the device is hlx 2001. #d1: previous brand name: hlx 1001. Corrected brand name: hlx 2001.

Event description:
Photographic evidence added to the complaint record indicates detachment of handle and cover, which is an additional issue detected on the device. No injury has been reported due to mentioned issue however detachment of any parts may lead to contamination of sterile field.

Manufacturer narrative:
The issue is being investigated by manufacturing site. Device not returned to manufacturer.

Event description:
On 16th of july 2020 getinge became aware of an issue with the one of our surgical light ¿ hanaulux 1001. As it was stated, the light had broken parts and two rust spots were identified ¿ on a spring arm and a fork. Presence of rust means that the continuity of paint surface was disturbed, in consequence it might lead to paint or rust particles detachment. There was no injury reported however we decided to report the issue based on the potential as any particles falling off into sterile field or during procedure may cause a contamination.